Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 6.7 inr. The patient went to the laboratory for testing since the meter result was high. Within 7 hours of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.0 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.2 inr. Within 7 hours of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. The laboratory results were believed to be correct. The patient's warfarin medication was adjusted based only the laboratory results, not the meter results. The patient did not receive treatment. No adverse events were alleged to have occurred with the patient. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation and replacement product was sent to the patient.